Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2017-04632, reference MFR. Report# 1627487-2017-04637. Additional information received identified the patient underwent surgical intervention on (B)(6) to explant and replace the leads. However, cerebrospinal fluid leak was occurred during the insertion of a new lead. As a result, the procedure was abandoned. New lead is added as a device 3. Device information is unknown for it at this time. Based on the available information, additional devices may be added at a later date.

Event description:
Device 3 of 3, reference MFR. Report# 1627487-2017-04632. Reference MFR. Report# 1627487-2017-04637.